Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure. During procedure, physician placed the balloon in the vertebral body and started expanding it and never went above 200 psi or exceeded 3cc volume and the balloon ruptured. Balloon ruptured during inflation during the first insertion attempt into the vertebral body. No patient complications were reported as a result of this event.